Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the air/water channel had a failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The device was returned to olympus repair center. Olympus repair center found that the air/water channel nozzle was clogged.